Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that there was no injury, there were no parts in the patient's mouth and further treatment was not necessary. This is a follow up report for this additional information. Investigation results: a start-x tip satelec insert 3 was returned in loose. Device is broken in the middle of the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for further evaluation. Nothing unusual to report was found during DHR review (batch#: 1855513). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for satelec generators. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure, multiple use or incorrect technique. All of these factors may affect the longevity of the tip. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580, health effect - impact code - 4648, the correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199, this is a follow up report for these corrected codes.